Event description:
The user facility reported that steris detergents are causing lab technicians respiratory and skin irritations.

Manufacturer narrative:
Affected employees reported swollen tongues, itchy noses, light headedness, skin and respiratory irritations, and bad tastes in their mouths. The employees visited the employee health center; none of the employees were administered treatment and all returned to work the same day. A steris account manager spoke with user facility and identified the product as revital-ox 2x concentrate enzymatic detergent. The revital-ox 2x concentrate enzymatic detergent label states, "danger: contains: protease (subtilisin), octyldimethylamine oxide...may be harmful in contact with skin. Causes skin irritation. Causes eye irritation. May be harmful if inhaled. May cause allergy or asthma symptoms or breathing difficulties if inhaled...may cause respiratory irritation. Avoid breathing mist, spray, vapours. Wash hands thoroughly after handling. Use only in a well-ventilated area. Wear protective gloves. In case of inadequate ventilation, wear respiratory protection." Section 3.4.2 of ansi/aami st58:2005/(r)2010 regarding the ventilation of processing areas and equipment states, "general room ventilation: chemical sterilants should be used in an area that is properly ventilated. Rooms in which chemical disinfection and sterilization are performed should be large enough to ensure adequate dilution of vapor and should have a minimum air exchange rate of 10 air exchanges per hour (local regulations may require a higher minimum exchange rate). Ideally, local exhaust ventilation should be located at the level of the point of discharge of the vapors and pull vapors away from the work area and not toward personnel in the room." The steris account manager identified that the product was used in a confined space. The facility is currently conducting an evaluation of the ventilation of the space; the results have not yet been released.